Manufacturer narrative:
(B)(4).

Event description:
During intra-aortic balloon (iab) therapy on (B)(6) 2017 it was reported by the rn in ICU that there were multiple "catheter restriction" alarms. There was a suspicion of a kink. However, when patient subsequently went to cath lab, they found blood in gas line. Therapy was discontinued. There was no injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. Complaint # (B)(4).

Event description:
During intra-aortic balloon (iab) therapy on (B)(6) 2017 it was reported by the rn in ICU that there were multiple "catheter restriction" alarms. There was a suspicion of a kink. However, when patient subsequently went to cath lab, they found blood in gas line. Therapy was discontinued. There was no injury or harm to the patient.